Event description:
Following an interventional procedure and angio-seal deployment, the patient experienced a retroperitoneal bleed. The patient underwent surgery where the device was removed from the external iliac artery and the artery repaired. The pre-deployment femoral angiogram revealed the puncture site was high. The patient is reportedly recovering. It should be noted at the time of this event, the physician was not cerified on proper deployment techniques for the angio-seal device.